Manufacturer narrative:
The device is being shipped from us to sweden for investigation. I will follow up on this initial report when the device has been investigated. (B)(4).

Event description:
This is the information that has been given from the initial reporter to atos medical local representative: the posterior /esophageal flange of the voice prosthesis is partially ripped from the cylinder that connects to the tracheal flange of the voice prosthesis (provox vega). The event occurred at time of placement. A new vp was utilized. The damaged vp is available and will be sent for investigation.

Manufacturer narrative:
Evaluation of the returned device shows evidence of improper use. A toothed hemostat has most likely been used, causing indications for fracture in the silicone. The esophageal flange is fractured approximately 25% of the circumference. The instructions for use describes that non-toothed hemostats are to be used. A fractured esophageal flange may cause parts of the prosthesis to end up in the trachea if not discovered or if a total fracture occurs at the moment the prosthesis is pulled out of the te puncture. In this case the device was returned with all parts. The fracture was discovered during insertion why another prosthesis was inserted. The patient may have experienced discomfort due to a prolonged procedure. (B)(4).

Event description:
This is the information that has been given from the initial reporter to atos medical local representative: the posterior /esophageal flange of the voice prosthesis is partially ripped from the cylinder that connects to the tracheal flange of the voice prosthesis (provox vega). The event occurred at time of placement. A new vp was utilized. The damaged vp is available and will be sent for investigation.